Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set tubing separated from the filter while priming it. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "attached bd smartsite low sorbing extension set 0.2 micron low protein binding filter ref: 20350e to primary tubing and was beginning to prime filter with d5w prior to administering chemo when tubing that exits filter broke off entirely."

Manufacturer narrative:
H6:investigation summary a complaint of a set breaking off during priming was received from the customer. A device history record review for model 20350e lot number 22029700 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to a sample not being received, a root cause could not be determined. H3 other text : see h10

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing extension set tubing separated from the filter while priming it. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "attached bd smartsite low sorbing extension set 0.2 micron low protein binding filter ref: 20350e to primary tubing and was beginning to prime filter with d5w prior to administering chemo when tubing that exits filter broke off entirely."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.